Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device partially explanted. Physician attempted removal of biomonitor 2-af and states that the lead tip electrode separated from the device and remains within the patient. The rest of the biomonitor 2-af was explanted. Should additional information become available, it will be added to this file.